Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2017 with the following findings: during investigation, the pump powered on to a clear vibration alarm. The intermittent vibration complaint could not be duplicated. The pump was powered on to a blank display. The pump case was cracked between the case seal and the keypad. A leak test failed due to a pump case leak. The pump was opened to find moisture damage on all internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.